Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (AF) resulting in multiple rounds of inappropriate anti-tachycardia pacing (ATP) and two inappropriate shocks. Device data was sent to RhythmCARE for review. Rhythmcare discussed device function and provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.